Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the devic evaluation is complete a follow-up report will be submitted.

Event description:
The customer originally reported that during gastrectomy, the device jaws could not be re-opened for application to tissue. There was no patient injury. The device was returned for evaluation with the knife blade exposed from the jaws.